Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3,h4,h6 the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned found that the lock prong of the tfna fem nail ø10 130° l200 timo15 was broken, locking problems are most probably caused due to this condition. The broken fragment was not returned for evaluation. A dimensional inspection for the tfna fem nail ø10 130° l200 timo15 was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. The overall complaint was confirmed as the observed condition of the tfna fem nail ø10 130° l200 timo15 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Drawing/specifications reviewed dwg 04_037_042 rev. J current, rev. H manufactured. Dimensional inspection: n/a. H4, h6 manufacturing location: monument manufacturing date: 26-apr-2023 expiration date: 01-apr-2033 part number: 04.037.043s, 10mm/130 deg ti cann tfna 200mm¿ sterile lot number: 5482p52 (sterile). One piece was scrapped in cell at op #150, qa final inspect, after being dropped. Production order traveler met all inspection acceptance criteria apart from the one piece noted. Inspection certificate, 04.037.044s-18-btq136733 / 3 met all inspection acceptance criteria apart from the one piece noted. Packaging label logs (pll) lmd rev ad were reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 25445 supplied by (B)(4) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿blade walked through the acetabulum¿ does not indicate breakage of the or any of its components. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in austria as follows: it was reported that on an unknown postoperative date the trochanteric fixation nail-advanced (tfna) blade moved/migrated into the acetabulum. The nail's locking mechanism was defective. The patient required revision surgery. This report involves one (1) 10mm/130 deg ti cann tfna 200mm - sterile. This is report 2 of 2 for (B)(4).